Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeon¿s desired length. The inserter and 13 inches of suture were returned for examination. No ts were returned. The trigger has been fully advanced and locked within the handle indicating a complete deployment. Examination of the suture shows it has been cut cleanly further indicating a complete deployment. The condition of the device is consistent with a successfully used device. Reported pre-deployment cannot be confirmed. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time. A review of the device history record shows that this device passed all acceptance criteria and was compliant upon release for distribution. There are no indications to suggest the device did not meet product specifications nor does it allege any product deficiencies upon release into distribution.

Event description:
It was reported that during an arthroscopic medial meniscus repair procedure, t2 pre deployed. A backup was used to complete the surgery. T1 was removed from the patient. No injuries or complications were noted as a result.